Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# v409770, implanted: (B)(6) 2016-, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A manufacturer representative (rep) reported that an implantable neurostimulator (ins) battery was at end of life (eol). When impedances were checked there were several abnormal impedances. The physician opted to replace the lead, however when the lead was being pulled the lead broke off. It was noted by the rep that the lead integrity did appear to be compromised when the pocket was opened. Only partial explant of the lead was achieved.